Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while moving the cs300 intra-aortic balloon pump (iabp) device from cardiology storage unit to the operating room, the holding arm broke off and needs to be replaced. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block telephone number : (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue and the retaining arm needs to be replaced. The part was not replaced because the device has been ¿end of service¿ in dach for years or only maintenance work is being carried out on the devices. The eos letter was sent to the customer. Repairs can no longer be carried out on the device or will no longer be carried out.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.